Event description:
It was reported that the patient presented to his healthcare professional with drainage from a wound at the implantable neurostimulator (ins) and at the lead entry site. The patient was then brought to the operating room on (B)(6) 2012 where both incisions were opened, debrided, and flushed with antibiotics. The physician did not observe any infection in the thoracic canal and noted that the infection was superficial in nature (for both wounds). No device components were removed. The wounds were closed up and the patient was to receive a round of vancomycin starting (B)(6) 2012 then 6 weeks of oral antibiotics as ordered by a local infectious disease hcp the patient had been referred to. It was noted that the patient had a successful trial with the therapy and the patient was "very satisfied" with the pain relief provided by the current ins system. The physician also noted that the patient did have a similar reaction to his last surgery which resulted in an infection. The patient was a heavy smoker and had "poor skin integrity." Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that at the time of implant, two electrodes had low impedance. The patient did require hospitalization due to the infection event. Patient recovered from infection with no signs or symptoms of infection at last office visit on (B)(6) 2012. The patient outcome was reported as no injury.

Manufacturer narrative:
Lead model 39286-65 serial #(B)(4) implanted: (B)(6) 2012 explanted: na; titian anchor model 3550-39 lot# n306799 implanted: (B)(6) 2012 explanted: na; programmer model 37743 serial #(B)(4); recharger model 37752 serial #(B)(4).